Event description:
The customer reported that the ECG function did not work. There is no reported negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported that the ECG function did not work. There is no reported negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.